Manufacturer narrative:
The product associated with this batch was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Manufacturing date that was submitted on initial MDR, MFR report# 1049092-2014-00532 on october 15, 2014.

Event description:
It is reported that the end-user developed an open area at the proximal end of her stoma that measures approximately 25mm x 13mm and presented with a small amount of sanguineous and purulent drainage. She stated this are has healed and returned intermittently for four (4) years.

Manufacturer narrative:
The end-user was seen by her gastroenterologist who treated her gastritis but did not address her skin issue. She saw a wound, ostomy and continence nurse (wocn) who suspected the end user had developed pyoderma gangrenosum. She is currently being followed by a dermatologist prescribed verdeso (desonide) foam to the open area. Skin care technique includes cleansing her peristomal skin with water. She applies an eakin cohesive seal followed by stomahesive skin barrier. Previously, the end-user applied stomahesive powder to her peristomal skin. The end-user wears a torbot 1-piece closed pouch system with an ostomy belt and has a bulge behind her stoma. She stated the torbot system has a brass piece in the faceplate and she sees an indentation and discoloration to her peristomal skin when she sits. She changes her pouch daily. A flexible 1-piece system was recommended. The end-user was instructed on crusting with stomahesive powder followed by water. She was instructed to all back for additional instructions if the area worsens or does not improve. Based on available information, this event is deemed to be a serious injury. No further information was available at the time of the report. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on october 15, 2014.